Event description:
It was reported that the caller experienced issues with incorrect time settings on their device and was unaware of the cause. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for future discrepancies, with the caller acknowledging and understanding the guidance.